Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the clv-190 exhibited an error err e101 message check ventilation grille. We are not able to determine a root cause for the reported failure, however it was presumed that the cause of the reported issue was that the product was used in dusty environment for a long time. Dust was accumulated in the ventilation and surrounding duct grille and, or the ventilation grille was blocked by foreign object resulted of the device not able to produce cool ventilation." Per IFU (instructions for use) ¿keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage.¿ ¿clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.¿"

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure, the user manual states: in case of light source failure or malfunction, always keep another light source in the room ready for use.

Event description:
It was reported that the clv-190 exhibited an error err e101 message. The issue occurred prior to a colonoscopy procedure. The user stated that the patient was moved to another room and the intended procedure was completed. There was no patient involvement when the event occurred. No user harm or injury reported due to the event.